Manufacturer narrative:
(B)(4). Batch # n90c36. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to measure the jaws and they were found within specification. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 12 clips as intended. No scissored clips were note during functional testing. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 6/28/2016 batch # ni.

Event description:
It was reported that during a laparoscopic gastrectomy, the jaws were misaligned and scissoring occurred. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.